Event description:
Additional information was later received indicating the patient received multiple inappropriate shocks as a result of the oversensed noise on this rv lead. No additional adverse patient effects were reported. This lead remains in service.

Event description:
Additional information was received from the field stating there was no indication given by the patient's physician that this device played a role in her worsening heart failure symptoms. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that this patient presented to their clinic with dizziness and shortness of breath. The cardiac resynchronization therapy defibrillator (crt-d) was interrogated and found to be oversensing noise on the right ventricular (rv) channel that led to pacing inhibition and asystole greater than two seconds. The noise was observed only when the patient was in a specific position. The patient's crt-d was explanted and replaced and a new rv pace/sense lead implanted. The patient's original rv lead is still being used to deliver shock therapy. The patient later inquired if the issues observed with their rv lead could have played a role in their declining cardiac function prior to explant and replacement of their boston scientific crt-d. No further information is available at this time. No additional adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Only the proximal portion of the lead was returned; it was severed at 21.6 cm from the is-1 terminal pin. The is-1 terminal connector was capped; the cap was removed for inspection. Resistance and inner insulation pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. The field observations were unable to be confirmed with laboratory analysis.

Event description:
The lead was returned and this report will be updated once analysis is complete.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific recently received additional information from another device company that the patient with this right ventricular (rv) lead had died. It was noted there was an episode of ventricular tachycardia (vt) where anti-tachycardia pacing (atp) was delivered which accelerated the rhythm to ventricular fibrillation (vf). A 36 joule shock was then delivered which did not convert the rhythm. The other company's device attempted to charge again five times but failed and ceased after no more therapy was available. The printout provided shows that the shock lead impedance was less than 10 ohms with a possible high-voltage lead and circuit issue noted. The previous high voltage impedance was 54 ohms. No product is expected to be returned.